Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified artery. A 2.50mm x 15mm emerge and 12mm x 2.00mm nc quantum apex balloon catheters were advanced for dilatation. However, both balloon catheters ruptured during inflation using encore 26 inflation device. No patient complications were reported.